Event description:
It was reported that balloon rupture occurred. The 80% stenosed, target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a 3x150 coyote balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 12.4cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed, target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a 3x150 coyote balloon catheter. No patient complications were reported.